Event description:
Follow up information received indicated that the patient received assistance from the company representative and did not have any concerns with their device and/or therapy.

Event description:
Additional information was received that reported the patient experienced no stimulation sensation that started "1-2 days ago". The implantable neurostimulator (ins) was confirmed to be on. The patient was using program 1 at 8.5 v and could not adjust the stimulation any higher. The ins was switched to program 2 and the patient felt slight stimulation at 3.8 v and continued increasing stimulation to 4.2 v. It was noted that the patient received the "poor communication" screen on the patient programmer several times. Additional information was received two days later that reported the patient was unable to adjust stimulation. The ins was found to be off. When the device was turned on, stimulation was felt and was comfortable. Additional information was requested but was not available at the time of this report.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation sensation while on program 4 (8.5 volts) on her implantable neurostimulator (ins) after she had moved. Specifically, her symptoms were reported as "she could not get to the bathroom fast enough" or go longer than 2 hours without needing to go. With the assistance of the company representative, the patient was changed to program 1 and increased from 4.5 to 5.0 volts. She was going to try the settings for 3 to 5 days to see how this was going to work for her. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 3889-28, lot#v616902, implanted: (B)(6) 2011, explanted: na. Programmer model 3037, serial #(B)(4). (B)(4).